Event description:
The customer reported to olympus that during an endobronchial ultrasound no image was produced on evis exera ii ultrasonic bronchofibervideoscope. The customer was on the phone with the technical assistance in an attempt to troubleshoot the issue while the patient was under anesthesia on the table for an hour. The procedure was not able to be performed and was cancelled. There was no medical intervention required. No patient injury reported. The procedure was unable to be rescheduled as of the date of the report, as it was their only bronchoscope. This event requires two reports: related patient identifier # complaint # (B)(6); bf-uc180f, evis exera ii ultrasonic bronchofibervideoscope, serial # (B)(6) (this report). Related patient identifier # complaint # c23412534; cv-190, evis exera iii video system center, serial # (B)(6).